Event description:
It was reported the patient could not adjust their stimulation. It was discovered the upper limit had been reached. It was stated, the stimulation was not working as well as it had been 2 weeks prior to report. It was stated the patient's first implant was replaced due to "extensions being broken." It was stated "they didn't know the extensions were broken during the first implant," and they had not been replaced. It was stated only the implant was replaced. The patient switched to another program and was going to monitor symptoms. Reference MFR. Report # 3004209178-2011-03576 for information regarding first system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3889-33 lot# v462947 serial#, implanted: 2010 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).